Event description:
It was reported that this pacemaker was explanted as the wound from the implant procedure appeared to be swollen days after the procedure. There was an hematoma that was removed and washed on the same explant procedure. Since there was a posibility of infection afterwards, a new device was implanted. No additional adverse patient effects were reported.